Event description:
It was reported that the device has some segments not lighting up on the display. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.